Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the air/water nozzle and in the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's original complaint was confirmed due to wear of angle wire. In addition to the malfunction listed in section b5, the following findings were discovered; the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a white-clouded area, water removal ability did not meet the standard value due to clogging of nozzle, adhesive around objective lens was peeled, adhesives around objective lens had white clouded area, adhesive around light guide lens was peeled, adhesives around light guide lens had white clouded area, the protector of universal cord on control section side had a scratch, the indication on suction connector was peeled, the protector of universal cord on suction connector side had a scratch, the universal cord had a wrinkle, the switch four had wear, the paint on suction cylinder was peeled, the paint on air/water cylinder was peeled, the control unit had discoloration, the scope cover plate was unclear, the connecting tube had a scratch, and the connecting tube had a wrinkle. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.